Event description:
I am using an omnipod 5 insulin pump. When I choose extended bolus, in the manual mode, once the extended bolus is delivered completely, the pump does not revert to the automated mode where insulin delivery is based on a present blood sugar level. As a result, I have suffered repeated low blood sugar events since starting the pump because manual mode keeps delivering the maximum amount of insulin as a preset instead of adjusting the delivery as the automated mode does. I'd like you to ask insulet to reprogram the software to either give a warning when the extended bolus is completed or have the pump revert back to automated mode when the bolus is delivered.